Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. The customer administered a manual dose injection then went to the emergency room (ER) where they were subsequently hospitalized in the intensive care unit (ICU) and were treated with intravenous fluids of saline and insulin. Upon troubleshooting with tandem technical support, it was discovered that the cartridge was leaking insulin. Customer was discharged (B)(6)2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.